Manufacturer narrative:
The investigation for the hemolysis and renal failure has been completed. Data logs were reviewed, there were no motor current spikes outside of p-level changes, purge trends or positioning issues noted. Pump flows were within specification throughout the case, but they were unstable/variable at times and 16 suction alarms triggered on 1/1. Additionally, there was a sustained drop of the placement signal between 12/30 and 12/31 that did not improve again until 1/3. Returned product was investigated and only part of the catheter and the cannula were returned, so the pump wasn't able to be run in the lab to attempt to reproduce the issue. However, there appeared to be no damage to the pump that would suggest it was the cause. There was some biomaterial residue in the purge gap, but as mentioned above, there were no signs of biomaterial ingestion in the data logs that would suggest this caused the hemolysis reported from the first day of support. Clinical details report that the patient's cvp dropped between the first two days of support along with the patient's labs becoming hemolyzed and urine output turning red. By 1/3, the complication had resolved, cvp had improved, and urine output was normal. This aligns with the trend seen in the ps on data logs. Based on all the information available, the root cause of the hemolysis was determined to most likely be due to patient condition. The root cause of the renal failure was not determined due to insufficient clinical details. Added d9 device return date.

Event description:
The complainant reported that a patient developed hemolysis after one day of impella cp support. The patient's labs were hemolyzed and evidence of renal failure was present. Continuous renal replacement therapy was initiated to counteract the condition and the decision was made to wean and explant the pump. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿